Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
A cover letter was provided to the agency regarding this event. Analysis in progress.

Event description:
Per the clinic, the patient experienced electrode anomalies with device use. The device was explanted (B)(6) 2011 and the patient was reimplanted with a new device during the same surgery.